Event description:
On 10/23/2025, it was reported by a sales representative via (B)(4) that an ar-4551 sutureloc meniscal root repair kit experienced an implant-related issue. The device was implanted on (B)(6) 2025 to repair the lateral meniscal root. The procedure was completed without difficulty or complication. Thirteen weeks post-implantation, the patient returned to the clinic reporting knee stiffness. An attempted joint manipulation in the office was not well tolerated by the patient. On (B)(6) 2025, a manipulation under anesthesia and knee arthroscopy were performed. During the arthroscopy, one of the repair sutures (blue) from the ar-4551 device was found to be loose. Upon probing, the tail of the blue suture was observed within the joint, indicating that the knotless mechanism of the device was not maintaining tension on the blue repair suture. The white repair suture appeared to retain appropriate tension. The loose blue suture was partially removed, while the white suture was left intact. Additional information was received on 10/28/2025: the patient underwent joint manipulation in the office on (B)(6) 2025. The patient is doing well after the manipulation under anesthesia and knee arthroscopy on (B)(6) 2025, but is experiencing some stiffness.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to patient-specific postoperative factors resulting in loss of suture tension. This determination is consistent with dfu-0386-eo, revision 3, warning 8, which states: ¿postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.¿